Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010 the patient underwent: hardware removal; inspection of fusion mass; anterior cervical partial corpectomy c6-7; arthrodesis c6-7; segmental spinal instrumentation c6-7; machined biomechanical spacers. Preop notes: plate was removed along with six screws. On of the screw was fractured at the proximal end. Fusion mass was grossly unstable with evidence of pseudo arthrodesis at c6-7. Then anterior cervical corpectomies was carried out at c6 and c7. Segmental spinal instrumentation was placed with two screws in each of the c6 and c7 vertebrae positioned under radiographic guidance. The locking screws were then tightened, locking the plate into the position. Then a biomechanical bioceramic spacer was placed into the c6-7 level, tamped into the position and provided structural arthrodesis. On (B)(6) 2012, the patient underwent: laminectomies l4, l5, s1. Instrumented posterior fusion l5-s1. Arthrodesis l5-s1 posterolateral. Arthrodesis l5-s1, interbody. Prosthetic interbody device. Autologous bone graft harvest, same fascial incision. Bone marrow aspirate - l5, s1. Intraoperative neuromonitoring. Preop notes: instrumented posterior fusion l5-s1. Pedicle screws at l5-s1. Four screws were placed in total under fluoroscopic guidance and the radiographic position was confirmed in both ap and lateral projections using the c arm. Nerve roots were free and clear at all levels and the screws were in excellent position. Arthrodesis l5-s1 - posterolateral following packing of the decorticated transverse processes and the lateral aspect of the facet joint with the morsellized bone, rods were placed at each level and locked into position using the locking screws. Prosthetic interbody device. Titanium spacer packed with autologous bone graft. Bone graft extender and rhbmp-2 was tamped into position following preparation of the endplates and disc space. Operative findings: severely loose joint at l5-s1 with significant disc herniation at l5-s1, left. Foraminal encroachment bilaterally. Left greater than right. Calcified disc herniation in left neural foramen (l5-s1). Bilateral and severe foraminal stenosis at l4-s1. Facet fracture- healed right l5-s1 facet. Patient alleges unspecified injury due to the use of rhbmp-2.